Manufacturer narrative:
Additional information: d10, h6, h10. Device evaluation: one smiths medical cadd legacy 1 pump was returned for analysis. During analysis, the reported problem was not confirmed, other problems were found, and various components needed to be replaced. Service replaced the downstream occlusion (dso) sensor, microprocessor (mp) board, broken connector, cracked rear housing, and front housing. In addition, service calibrated the device and installed software. Device passed all functional and delivery tests. It was noted that changing of lock levels is a user issue. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump became locked. It was reported that the patient went to the hospital and was restarted on epoprostenol via the hospital pump. Per the reporter, the pump is "shipped to the patient unlocked, lock level 0, unsure how pumps became locked." It was reported that subsequently the patient was sent a new pump to resolve the issue. Aside from patient hospitalization to receive infusion, no adverse patient effects were reported.